Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic for routine follow up showing noise on the ventricular channel due to myopotential oversensing. Patient was asymptomatic. Noise was only reproducible with deep breathing. Programming changes were made. Device remains implanted.